Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round spectrum 525cc breast implant and experienced deflation on the right breast implant. The deflation was confirmed by the physical exam. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 05/08/18, it was reported to mentor that the patient had a history of a right mastectomy in 1999 for carcinoma of the right breast and she went through chemotherapy and radiation. After right breast implant reconstruction and left breast implant augmentation the patient has been cancer free. The patient had a chronic capsular contracture on the right breast, radiated breast and chronic pain from the drain sites. Bilateral implant replacement took place with saline mentor smooth round spectrum 500cc and with saline mentor smooth round spectrum 600cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evalu and team observed a crease on the anterior view. Leak testing was performed in accordance with mentor procedures and one leakage site was detected; a rent measuring less than 0.1 cm discovered within the crease on the anterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. (B)(4).

Manufacturer narrative:
On 05/01/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 05/01/18, it was reported to mentor that the patient had undergone replacement with saline mentor smooth round spectrum 525cc breast implants. Manufacturer¿s reference number: (B)(4).